Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that 5 of the 8 electrodes on the left lead were not working. It was also reported that the right lead was not functional. The ins was explanted on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead with serial number (B)(4) found that the outer insulation was twisted. Analysis of the lead with serial number (B)(4) found that all conductors were broken 19.4 centimeters from the distal end. If information is provided in the future, a supplemental report will be issued.